Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a facility representative via email that an ar-8973r-30-130 fibulock nail proximal talons on the fibular nail did not deploy when engaged with the actuator. When the surgeon placed the actuator into the nail, it never clicked or connected with the implant but instead just spun in place. The surgeon removed the nail from the fibula to see if it was placed properly on the jig, and if anything was blocking the actuator. The implant was tightly secured, and there was still no engagement. The fibulock nail was removed and another ar-8973r-30-130 fibulock nail was used to complete the case.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-8973r-30-130 arthrex fibulock® nail lot number: 15143473 was received for investigation. Visual evaluation noted no problems with the device. Further visual inspection under a magnifier noted no problems with the hex of the retention screw. Functional testing was performed by assembling the ar-8973r-30-130 arthrex fibulock® nail with an ar-8973-01 outrigger targeting guide batch number: 052029 and an ar-8973-03 attachment screw batch number: 1391911. An ar-8973-17 torque-limiting actuation driver batch number: 131928 was then used to attempt to deploy the talons. It was noted that the torque-limiting actuation driver would not click or mate with the hex of the retention screw. It was then noted that the retention screw was loose within the ar-8973r-30-130 arthrex fibulock® nail. The most likely cause for the reported failure can be attributed to an internal manufacturing issue.